Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the cds was returned and investigated. The reported sleeve steering issue was not confirmed. The returned device analysis confirmed that the steerable sleeve functioned as intended. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report irregular movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The cds was advanced to the mitral valve. When the m/l-knob was turned, tension had built up on the device, and the clip could not be controlled. There appeared to be an irregular curve on the device. The cds was removed and replaced. Two clips were implanted, reducing the mr to 1. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.